Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported having pressure and recession to gum line from an existing crown on lower left side. The patient saw their dentist and gum specialist and had to have the crown replaced. Their dentist advised to stop treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.